Event description:
It was reported that an edwards' aortic bioprosthetic valve was explanted after an implant duration of approximately 114 months due to severe aortic stenosis. Received explant operative report findings indicate the subject prosthetic valve showed 2 out of 3 cusps totally fused with calcifications and leatherization of the leaflets.

Manufacturer narrative:
Evaluation: method: device not returned additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The subject device was not returned by the user facility for evaluation, therefore, the reported stenosis and calcification could not be positively confirmed. There has been no information to suggest a device quality deficiency during the manufacture of this device.